Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in japan. According to follow up, the panel displayed the error: ¿the occluder is malfunctioning". A livanova field service representative was dispatched to the facility to investigate the device .the main unit was iitially inspected on (B)(6) 2022 and again on (B)(6) 2022.and the problem did not reappear. The issue could not be reproduced. No part was replaced. As a precaution, memory on control panel and occluder log was cleared. After performing internal calibration, normal values were confirmed. A possible explanation is that, when the power of the s5 system is turned on, system signals are sent and received on can. Due to the handling of equipment in hospitals, the main power supply should be turned on while the unit power supply is turned off, and then the power supply of each unit should be turned on. It is possible that the timing of signal transmission and reception may be out of synchronization. It was suggested to operate the power supply with the main power supply while the single power supply is on. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a venous clamp error was displayed on the venous occluder panel when turned on. The message disappeared when the main unit wass turned on and off, and there was no problem during procedure, there was no report of any patient injury.

Event description:
See initial report

Manufacturer narrative:
A livanova field service representative investigated the unit and could not reproduce any issues. The analysis of the complaints database did not reveal further issues related to this clamp, which was manufactured in 2016. The most probable root cause was use condition at the customer site (e.g. Evo clamp not properly connected to its control panel, wrong tube material used). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.